Manufacturer narrative:
(B) (4). (B) (4). Anvil crimp. Evaluation summary: the analysis results found that the 6tb45 device was returned with the anvil in the close position and extended as the anvil crimp was noted to be insufficient. No reload was received,. The anvil was manually reinserted on the device and the device was tested for functionality with the returned cartridge. The device fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the operator complains after that the device was taken out from its packaging, it showed an uncommon positioning of the jaws. In fact these weren't correctly connected at the stem. So the operator preferred using a new stapler to carry out the operation. No adverse patient consequences.